Event description:
It was reported that (B)(6) following the implant of a transcatheter aortic valve, aortic regurgitation was identified. Additional information was received that prior to the implant of this valve in a patient with sievers type 1 bicuspid aortic valve with right and left coronary cusp fusion, the patient had a pre-existing mean gradient of 32 millimeters of mercury (mm hg). A pre-implant balloon aortic valvuloplasty (bav) was performed using a 21 millimeter (mm) non-medtronic balloon. Following the implant of the valve, the post-procedural mean gradient was 3 mm hg with minimal paravalvular leak (pvl). Approximately 1 month following the implant of the valve, trace pvl was noted on an echocardiogram. Approximately 9 months following the implant of the valve, mild pvl was noted on echocardiogram. Approximately 1 year and 3 months following the implant of the valve, moderate pvl was noted on echocardiogram. Approximately 1 year and 5 months following the implant of the valve, a cardiac magnetic resonance imaging (MRI) was performed that revealed moderate to severe aortic regurgitation. Approximately 1 year and 8 months following the implant of the valve, a computed tomography angiogram (cta) was performed that revealed paravalvular leak adjacent to severe focal annular/lvot calcium. The leak measures 5.1 mm in diameter. Subsequently, a transesophageal echocardiogram (tee) was scheduled.

Manufacturer narrative:
Updated data: b1. B2. B3. B5. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that a life threatening injury occurred. The event is now a reportable serious injury. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the moderate-severe aortic regurgitation observed during the MRI was paravalvular leak (pvl). The patient was scheduled for a transesophageal echocardiogram (tee) at a later date to determine the treatment plan.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 1 year and 9 months following the implant of a transcatheter aortic valve, aortic regurgitation was identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.